Event description:
It was reported that the right ventricular (rv) lead was oversensing in the form of noise and short ventricular intervals. Electromagnetic interference was also observed on the cardiac resynchronization therapy defibrillator (crt-d) and thought to be due to electric toothbrush use. It was also reported that the left ventricular (lv) lead was exhibiting low impedance. The crt-d and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.